Event description:
The customer alleged that she received a high glucose reading using her contour ts meter. She took insulin based on the reading and "blacked out." She did not require outside medical attention. The customer performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned. A replacement meter was sent to the customer.